Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported issue.  Proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
It was reported that the customer's device had lost power during a patient event. This was reported with no additional information on the patient or the actual event. No additional information has been made available. There has been no report of any patient use associated.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined. Physio-control evaluated the device and was unable or duplicate the reported issue; however through an evaluation of the electronic patient record, the reported issue was verified. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined. Supplemental information: the likely cause of the reported issue has been determined to be due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.